Event description:
It was reported that in the cadaver lab the hand piece became hot. The surgeon was trying the hand piece on a pig bone with settings at d1-5 without any contact of the piezo-tip to the bone. The hand piece became hotter and hotter, arriving at 49 degrees celsius. The irrigation was on 80ml. This hand piece is a demo one and is included in a cadaver set. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned. The DHR review was not possible as the lot number provided is unknown at the manufacturing site. This device is distributed by synthes only and the legal manufacturer of this device is (B)(4). Further investigation cannot be performed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)